Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: scope communication error b30 and dirty circuit board unit in the scope-connector. Based on the results of the investigation, a definitive root cause could not be identified.no problem detected. However, it is presumed the likely cause of the scope communication error b30 traced to component failure/circuit board unit in the scope-connector was dirty from fluid ingress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videscope had a scope communication error e226, and was not recognized by the processor. The event occurred during inspection for use. There were no reports of patient involvement.